Manufacturer narrative:
(B)(4). Batch # u5d59l. (B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: was the renal vein skeletonized prior to firing? Did the device begin to fire and then stop? Approximately how far did device fire? How was the device eventually removed from patient? How was the procedure completed in the open environment? What is the current patient status? I do not know if the renal vein was skeletonized. It was reported that the device did not fire. Per the information provided in the pc, nothing happened when the firing button was depressed. How far did it fire? - not applicable. How was the device removed? The jaws were removed from tissue and removed via the trocar. How was the procedure completed in the open environment? Per the information in the original pc: the patient was emergently opened and bleeding was controlled with manual ligation. I do not know all of the steps or instrumentation used to remove the kidney after opening the patient. Patient status - as far as I know, the patient is recovering as expected by the physician. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap nephrectomy, stapler was placed on the renal vein. When an attempt was made to fire the stapler, nothing happened. When the stapler was opened, it was reported that the renal vein was compromised and was bleeding profusely. The patient was emergently opened and bleeding was controlled with manual ligation. Surgery was delayed 30 minutes due to this reported event. Procedure was converted from lap to open. Case was completed.